Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced return of symptoms, many leaks throughout the day and very frequent voiding. The healthcare provider (hcp) stated that the patient received radiation therapy in the pelvic area and that was the only factor leading to the decline noted. Multiple programs were tried, lead impedance check was complete all since (B)(6) 2020. Reprogramming was completed and powers were adjusted. The device was removed. No further complications were reported.